Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B)(4).

Event description:
The customer reported, no images on the left monitor during a case. No pt injury was reported.